Event description:
It was reported a patient had a breach in aseptic technique, further described as a touch contamination and fan blowing in the window during automated peritoneal dialysis (apd) therapy, and acquired peritonitis. The patient was hospitalized for a week for the event. The patient received unknown treatment for peritonitis throughout the duration of the hospitalization. The patient was retrained on peritoneal dialysis therapy. Upon discharge from the hospital, the patient was considered recovered from the event. Apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.